Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse could not reproduce the reported issue. The fse replaced patient side manipulator (psm) 2 as part of preventive maintenance. Psm 3 was tested with service software, and all values were within range. The customer will keep monitoring psm 3. The system was tested and verified as ready for use. Isi received the patient side manipulator (psm) involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. The psm failed the friction test via matlab. The a1 harmonic drive will be replaced as a fix. The root cause of this failure was attributed to a component failure. A log review confirmed the low anterior resection procedure on (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: the customer converted after the start of the procedure due to arms not functioning. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer informed the technical support engineer (tse) that the yaw axis of patient side manipulator (psm) 2 stopped moving, and the pitch axis of psm 3 became persistently loose and moved down automatically. It was confirmed that there was no drape interference. The procedure was converted to traditional laparoscopy surgery with no reported injury. After the procedure, the customer could not reproduce the symptoms. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system was no error. There was no patient injury. There was no post-operative complications.